Manufacturer narrative:
The investigation verified the customer complaint that the down arrow doesn&#39;t work. The investigator also noticed the light for alarm silence reset on the top membrane stays lit and the button doesn&#39;t function. The top membrane not functioning is the root cause of the down arrow not working. (B)(4).

Event description:
Covidien received information stating that the down arrow button on the ht70 plus ventilator was non functional. There was no patient involvement.